Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code 10040. Reported that battery door issue was also noted. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found no physical damages were found on the pump. Event history log review was performed and found evidence of reported problem. Visual inspection and tested for any signs of function and pressure failure was performed. The customer's reported problem was verified. Error code "10040" message alarmed at power up. Further investigation found that faulty micro processor board was the possible cause of the error code. Service replaced the faulty mp board to correct the reported problem. The root cause of the reported problem was the faulty mp board.